Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check therapy pad messages) has been confirmed. Upon investigation the ECG c and d cable wires were broken. The root cause for the damaged cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.